Manufacturer narrative:
It was reported that the ventilator delivered lower o2 concentration than set. The ventilator was investigated by our field service engineer on-site and the o2 cell had reached its life time and was replaced which solved the issue. No log files have been provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator delivered lower o2 concentration than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).